Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump had alarmed no delivery and his blood glucose went up to 600 mg/dl. The customer experienced abdominal pain and vomiting. The mother was advised that those symptoms may be indicative of the possible onset of diabetic ketoacidosis; the mother indicated that she already spoke with her son's health care professional. The patient treated via manual insulin injection and his blood glucose decreased to 248 mg/dl. Troubleshooting was initiated for the high blood glucose. The drive support cap appeared normal. There were no large air bubbles in the tubing or reservoir. A prime was performed successfully with the current set as well. The device settings were programmed accurately. A high pressure test was performed and the device alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.